Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm no button response due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump was not responding. Customer¿s blood glucose was 250 mg/dl. The customer also stated that they took out battery of the insulin pump and battery failed and weak. The customer was able to rewind the insulin pump. The customer was advised to monitor the insulin pump for three minutes to verify time clocks work properly and frozen display or alarms does not recur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised to replaced the insulin pump. The insulin pump will be returned for analysis.